Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the chuck with key device had no power. It was reported that the attachment device could be manually stopped by hand. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was functional and passed all pre-repair diagnostic assessments. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was documented in the initial medwatch report that the product was returned on march 22, 2018. Please note that the correct product return date is april 3, 2018. This date has been updated in this medwatch report. If additional information should become available, a supplemental medwatch will be submitted accordingly.